Event description:
It was reported that the patients leads had migrated which was seen through an x ray. The patient underwent a lead revision procedure wherein the leads were repositioned and was doing well postoperatively. Additional information was received that the lead was returned to bsc due to an unknown reason. Additional information was received that the patients old leads remain implanted and nothing was explanted or returned to bsc.

Manufacturer narrative:
Correction to fu #1 MDR in field b5.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patients leads had migrated which was seen through an x ray. The patient underwent a lead revision procedure wherein the leads were repositioned and was doing well postoperatively. Additional information was received that one of the leads was explanted and was returned to bsn.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7074715.

Event description:
It was reported that the patients leads had migrated which was confirmed through an x-ray. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.